Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: d284drg implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).

Event description:
It was reported that there was low impedance and noise on the rv (right ventricular) lead, and poor thresholds and sensing on the atrial lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.